Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported hospitalization due to high blood glucose. The blood glucose reading is 124 mg/dl. Customer also experienced low blood glucose in 20 range at night. Customer treated the low with juice. The blood glucose reading at the time of the event was 337 mg/dl. Customer was vomiting and ketones. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.